Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient broke her arm and passed blood in her urine following a fall. Since, she had been decreasing her stimulation because she was experiencing a shocking/jolting sensation, until 3 weeks ago when she shut the device off. She felt the shocking sensation on the right side of her vagina and every time she stood up she would wet herself. She was re-directed to her healthcare professional. Further information was requested.